Event description:
It was reported that a call was placed to the clinical support line and it was learned that on october 4th, a pt came into the emergency room with a myocardial infarction. He was sent to the cardiac cath lab (ccl) and two intra-aortic balloon's (iab) (type unk) were attempted to be placed. On each occasion, it is reported the iab became stuck in the super arrow-flex (saf) sheath. A third attempt was made with another iab and was placed successfully. The clinical on the call suggested that physicians utilize the teflon sheath for future use. Additional info received on 10/22/2010 from the clinical support specialist stated "for the first 2 insertions it was the same flex sheath from the first kit. The 3rd sheath was a flex from the 3rd iab box opened. The pt was transferred from the ccl to the operating room and had a stable post op course." Reference MDR #1219856-2010-00786 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.